Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery life was less than expected and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: a review of the pump black box revealed no evidence of a short battery life. No battery cap was returned. All testing was performed with attest battery cap. The pump powered with the test battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked from the thread area to the case seal. The battery compartment threads were also found to be damaged. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination inside the pump on the battery canister. The pump case was found to be cracked in the lower right hand corner of the display.